Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use test of the received o2 gas module has not reproduced the described customer issue. Evaluations of the received device logs shows matching events on the reported event day. Between january 5, at 20:32 and january 8, at 10:13, several alarms for high pressure were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount flow and pressure that deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, but the root cause has not yet been fully established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
The received logs contain high pressure alarms. There was no patient harm. Manufacturer ref.#: (B)(4).